Event description:
The occlusion balloon would not deflate when required during the procedure.the physician inserted the occlusion balloon wire into the patient and attempted to inflate the occlusion balloon, however the occlusion balloon inflated incorrectly ( balloon od was smaller than the dial setting). The physician decided to use the occlusion balloon. The physician attempted a second time to inflate the occlusion balloon and the same event occurred. The physician attempted to deflate the occlusion balloon and it would not deflate. The physician decided that since the occlusion balloon was not fully inflated to correct size, the physician removed the occlusion balloon partially inflated. The patient is reported to be fine.